Event description:
It was reported that this pacemaker recorded over sensing of premature atrial contractions and pacing pauses for more than two seconds. The patient is atrial dependent. Programming options were discussed for this pacemaker regarding right atrial (ra) lead sensitivity. Current ra lead is close to the valve but there is separation from old lead. The patient is in the intensive care unit on a vent for other medical reasons non device related. The pacemaker remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.